Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned distal cover was use of accessories without maintaining sufficient distance from the cover. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope. Chapter 4 operation 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the tip of the gastrointestinal videoscope was burned. There was no patient involvement.